Manufacturer narrative:
Device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubble downstream occlusion seal. Investigation unable to download event history log device went into upgrade / update mode upon power up. Visual inspection and power up process were performed. Investigation unable to duplicate customer stated problem due to current error. However, investigation replace the pump latch lock flex for preventive and re-install software due to the device getting stuck in the corrupted mode. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm when the latch is closed. There were no adverse events reported.